Manufacturer narrative:
(B)(4). Device evaluation: the explanted pump was returned for evaluation. Review of the submitted system controller log file captured several decreases in the calculated flow levels. Pump flow ranged from drops as low as 2.8 lpm to normal flows of 7.2 lpm. Besides the drops in the flow, the pump appeared to be operating normally with pump power and pi ranging from 5.3-8.9 watts, 4.4-8.1, respectively. A specific cause for the drops in the calculated pump flow and a correlation to the evaluation of the device could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing. The severed portion of the driveline and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with symptoms of worsening heart failure and inability to decompress the left ventricle. Unspecified abnormal pump parameters were also reported. The patient's mean arterial pressure (map) was between 71-91 mmhg, and pulsatile flow was observed. At the time of the event, the patient's anticoagulation regimen included warfarin. A ramp echocardiogram was positive. It was suspected that the pump was not functioning as expected. The patient was placed unos status 1a on the heart transplant list. The transplant was performed on (B)(6) 2017.